Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a apex pin tips broke in pt's left tibia and femur during placement for mako array's during a left pka all parts removed from patient, adverse event of 10 minute case delay.

Manufacturer narrative:
The reported incident of the pin breakage could not be confirmed, since the device was not returned for evaluation. R&d maintenance took over this failure mode within the framework of a potential recurring situation identification board and reported the following: "the potential to improve the insertion behaviour shall be investigated". Tolerance field of the tip is to be reduced. A non conformance has been opened to address this failure mode. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Hospital policy.

Event description:
It was reported that a apex pin tips broke in pt's left tibia and femur during placement for mako array's during a left pka all parts removed from patient, adverse event of 10 minute case delay.